Manufacturer narrative:
According to the described incident, the wings of a t-handle were deformed and because of this, a reamer became loose during use. The product in question was provided for an optical examination. It could be observed that the t-handle presents a crack between the wings and the cylindrical parts. These cracks could potentially cause these wings to be bent during use and by applying force. The consequence is that the attached reamer became loose. It is known that the issue occurred during use/ intraoperatively. However, this event had no health effect on the patient, as another t-handle was used instead. It is very likely that a slight extension of the surgery was caused due to the reported error pattern. The manufacturing documents and the material certificates of the t-handle were checked. These did not reveal any errors. The surgical techniques and instructions for use were also checked and showed no deviations. Based on the available information, no technical root cause could be determined why the cracks occurred between the wings and the cylindrical part. It can only be assumed that the incident can be regarded as a random failure of a component with regards to the t-handle. A potential cause could be an unintentional user error or a fatigue fracture, however this cannot be confirmed or denied due to a lack of information. The condition of the bone may also be a contributing factor to the cracks of the handle, but since there is no available information regarding the condition of the bone, no statement can be made regarding this possibility. This event was assigned to the error pattern "break of the instrument" and "attachment does not fit instrument/implant" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "the "wings on the mount are bent, reamer comes loose when drilling." Note: it is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient, since another t-handle was available. Contrary to the incident description, the wings were not bent but showed a crack.

Manufacturer narrative:
According to the described incident, the wings of a t-handle were deformed and because of this, a reamer became loose during use. The product in question was not provided for an optical examination. Since no pictures were available neither, no optical examination could be carried out. Due to the incident description, it is assumed that the lower part of the product where the reamer is connected, was deformed. Nevertheless, this was not confirmed. It is known that the issue occurred during use/ intraoperatively. However, this event had no health effect on the patient, as another t-handle was used instead. It is very likely that a slight extension of the surgery was caused due to the reported error pattern. The manufacturing documents and the material certificates of the t-handle were checked. These did not reveal any errors. The surgical techniques and instructions for use were also checked and showed no deviations. Based on the available information, no technical root cause could be determined why the t-handle was deformed. It can only be assumed that the incident can be regarded as a random failure of a component with regards to the t-handle. A potential cause could be an unintentional user error, however this cannot be confirmed or denied due to a lack of information. The condition of the bone may also be a contributing factor to the deformation of the handle, but since there is no available information regarding the condition of the bone, no statement can be made regarding this possibility. This event was assigned to the error pattern "deformation of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "the "wings on the mount are bent, reamer comes loose when drilling." Note: it is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient, since another t-handle was available.